Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Reportedly, the patient's chest was swollen and huge and had another bump on the top that blew up. There were no additional adverse patient effects reported. The rv was explanted.